Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2; reference MFR. Report# 1627487-2018-11411. It was reported system diagnostics revealed high impedances on all of the lead contacts. As a result, the patient underwent surgical intervention wherein both leads were explanted and replaced. Therapy was established post operatively.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-11411.